Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was replaced following the (B)(4), because the patient is pacing-dependent.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was replaced following the fsn (B)(4), because the patient is pacing-dependent.